Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had false low readings with their sensor. Customer's mother also stated their insulin pump would go into threshold suspend mode due to the false readings. Customer was no longer using the continuous glucose monitoring system. The customer's blood glucose was unknown. No additional information provided.